Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019. The service engineer confirmed the reported problem and replaced the user interface assembly and the issue was fixed, no other abnormality was confirmed.

Event description:
The customer reported the brightness of the screen is unable to be modified. There was no patient involvement or user harm at the time the issue was discovered.

Manufacturer narrative:
Date received by manufacturer: 24sep2019. Date of report: 04oct2019. A user interface assembly was returned for analysis. An investigation was performed and verified customer complaint that screen brightness cannot be changed. It was concluded that poor workmanship resulted in contamination under j2, causing the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the brightness of the screen is unable to be modified. There was no patient involvement or user harm at the time the issue was discovered.